Manufacturer narrative:
Batch review performed on 17 june 2024: lot 2244739: (B)(4) items manufactured and released on 17-may-2023. Expiration date: 2028-apr-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Addiitonal implant involved, batch review performed on 17 june 2024: bipolar head 25060.2848 bipolar head ø28x48 (k091967) lot 2309520: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon performed a washout and revised the head and bipolar head. The surgery was completed successfully.